Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was manufactured over 5 years ago. Based on the results of the investigation, it is likely the e103 error occurred due to an accidental power supply failure where the igniter malfunctioned. As a result, the xenon lamp was not able to receive enough power. The power supply failure likely caused the aging lamp to flicker, resulting in the heatsink failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. As part of our investigation, the olympus canada technical support spoke with the customer and was informed by the facility¿s biomed that the lamp flashed 3 or 4 times when inserting one of the facility¿s old 180 scopes into the light source, while investigating the staff¿s report of a dim image. The unit was returned to the service center for evaluation and confirmed the customer¿s complaint was confirmed. The ¿ e103 lamp error¿ was caused by the damaged igniter and the lens base (heat sink). The ¿flickering¿ was attributed to a bad lamp. The cause of the component failures cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly. Please reference patient identifier: (B)(6) to address the second event of the lamp not igniting.

Event description:
The user facility¿s staff reported that during preparation for use in a diagnostic cystoscopy procedure, an e103 lamp error was observed. The main lamp was flashed several times during the initial startup. The backup lamp lit but was very dim and the staff continued to use the lamp on the backup bulb. The staff restarted the lamp and it would not ignite. It is unknown if the intended procedure completed. There was no patient injury reported. This is 1 of 2 reports. This report is being submitted to address the e103 error.